Manufacturer narrative:
Samples from the same lot were returned and evaluated. No product problems were identified. Mfg was asked to evaluate the samples. Problems were identified in the bond assembly of lots produced in the same time frame. Corrective action was litiated on the bond equipment. Also, add'l production checks and qa testing for tip security were added.

Event description:
Customer reported that on saturday 10/25/97, during surgery the tip came off an ejector in the pt's mouth. The nurse checked the pt's mouth with her hand and could not find the tip. The physician was asked to assist and located the tip at the back of the pt's teeth with a laryngoscope. No injury was reported.